Event description:
Pt presented with increasing groin pain. X-rays showed loose acetabular component with increased vertical tilting. Femur appeared stable. Pt had slightly elevated sed rate. Considered infection possible cause. At time of surgery no infection was found. Acetabular implant was loose, femur stable. Pt revised to laaaarger press-fit acetabular with incidental removal head for access to joint.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.